Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent breast surgery on (B)(6) 2013 and topical skin adhesive was used. The healthcare provider closed the incision with subcuticular sutures and then applied the topical skin adhesive. He then went back and injected chirocaine at the site of the incision. Immediately, the area started to bubble up. The topical skin adhesive was removed and a dressing was applied to the area. The area was red with pigmented skin.